Manufacturer narrative:
Concomitant medical products: UDI (B)(4). The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. A manufacturing related issue was not identified. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a 25mm valve implanted for six months was explanted due to dehiscence, moderate to severe aortic regurgitation, and perivalvular leak. A 25mm valve was implanted in replacement. The patient could not be separated from bypass. The patient expired on pod #7 due to cardiogenic shock. Per received records, a follow up echocardiogram showed moderate to severe aortic regurgitation mostly perivalvular in nature. No vegetations or root abscess were visualized. The patient underwent aortic root replacement with a 25mm 3300tfx valve and 32mm gelweave graft with coronary reimplantation. The patient could not be separated from bypass and was brought to the ICU on va ECMO. The patient did not have electrical activity upon arrival to ICU and epicardial leads were replaced. The patient underwent a heart transplant on pod #6 and continued to have hemodynamic instability and hypoxemia. The family decided to withdraw life support due to poor prognosis and the patient expired on pod #7. The implantation data card indicated that the device explant was not due to deficiency of the original device.